Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer kept on failing to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex g code, section e initial reporter first name, initial reporter last name, initial reporter phone # & initial reporter e-mail. This supplemental MDR was submitted to reflect the correct annex g code and initial reporter details.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer kept on failing to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 and 1.2 failed frequently. A field service engineer confirmed that the drawer was not failed. The customer was instructed to inventory drawers 1.2 and 1.1. Additionally, tests were run using the hardware test application (hta), and both tests passed successfully. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer kept on failing to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.